Event description:
It was reported that there were coupling/communication issues during recharging. She was not getting any coupling bars and had 1/4 battery level flashing. She tried to charge all week unsuccessfully. The pt was instructed on the difference between the ins charge level and the coupling bars, etc, and how to recharge the system. This did not improve the coupling. It was further reported that during charging 8 coupling bars would show, but then it quickly went down to 6, 4, 2, and 0 while the pt sat still. Another recharger was tried, and there was the same problem. It was recommended to palpate the pocket. The manufacturer rep felt part of the outline of the ins but not all of it. It was confirmed that the ins was flipped. The pt did not have a follow-up physician at the time of this report. The outcome is unk.

Manufacturer narrative:
(B) (4).